Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the mid-section lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a non-bsc guide extension catheter, pre-dilatation was performed with a non-bsc balloon. A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, resistance was encountered at the port part of the non-bsc guide extension catheter. The device was removed from the patient's body and upon checking, the tip part of the strut was found lifted. The procedure was completed with a different device. No patient complications were reported.